Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the potted trigger assembly, driveshaft, bearings, and the flex in the motor assembly. Those parts were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the driver continued to run on its own during a small bone fracture repair procedure. The case was completed with another device. There was no medical intervention. There were no adverse consequences reported as a result of this event.